Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement. The customer¿s blood glucose was unknown at the time of incident. Customer reports they were able to clear the alarm but not able to rewind the insulin pump. The customer also reported that there was a huge crack on the insulin pump and there was water inside. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with pump error 38 alarm during rewind due to corroded motor home switch. Unable to confirm pump error 130 alarm due to constant pump error 38 alarm. Device also received with corroded electronic assembly. Cracked case(battery tube) and cracked battery tube threads.